Manufacturer narrative:
Findings: pump was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, and scratched reservoir tube window.

Event description:
It was found that the customer had physical damage on his insulin pump. Customer's blood glucose level was 79 mg/dl. Customer stated that there were cracks near the battery and reservoir compartment. Insulin pump will need to be replaced. No additional information provided.